Event description:
Patient has been revised due to periprosthetic fracture of the femur.

Manufacturer narrative:
Visual examination of the returned stem confirms the reported fracture. Evaluation by a depuy material scientist did not identify any product error or contribution. The stem related to the periprosthetic fracture was not returned for evaluation. A complaint database search finds no other reported incidents against either provided product and lot code since release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.